Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'IV pump does not recognize when door is opened or when tubing is loaded' which was reproduced during evaluation. The cause was determined to be an upper latch switch which failed to function normally. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not recognize when the door was open or when tubing was loaded. There was no known patient injury or medical intervention associated with this event. No additional information is available.